Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately high compared to continuous glucose monitoring device (dexcom). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2018. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿138 mg/dl¿ with the subject meter and ¿89 mg/dl¿ on the other device, performed within an unknown time of each other. Lifescan does not consider this to be a valid comparison. The patient informed the mss that she does not have diabetes but that she experiences hypoglycemia for which she monitors her blood glucose. During the follow-up call, the patient claimed she drank a lot of water in response to the elevated result. The patient confirmed developing symptoms of feeling ¿hot, dizzy, stomach discomfort and confusion¿ an unspecified time after the alleged issue started. During the follow-up call, the patient was unable to confirm if she associated the symptoms with a high or low blood glucose excursion; the patient stated that she experiences the symptoms when her blood glucose is both high and low. The patient was unable to recall if additional treatment was received. During troubleshooting, the customer service representative confirmed that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.